Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device shuts off for no apparent reason. It is unknown if there was any patient, or clinician injury associated with these occurrences. No further details provided at this time.